Event description:
It was reported that the patient with this remote communicator of this cardiac resynchronization therapy defibrillator (crt-d) displayed a red call doctor icon. Additionally, it was seen on the remote communicator three yellow collecting waves. Subsequently, troubleshooting efforts were performed, and the interrogation was not successful. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted that this crt-d exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. At this time, this crt-d remains in service and there were no adverse patient effects reported.